Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of an intraocular lens (iol) the lens was broken. It was exchanged with backup lens of same power which was also broken. Additional information was requested.